Manufacturer narrative:
Follow-up submitted to report additional information. The dental implant was replaced with a different one within the same procedure. The patient did not experience any adverse consequences. Updated g4 for information awareness date, g7 for report type and follow-up number, h2 for follow-up type, and h6 for patient code.

Manufacturer narrative:
The patient identifier is ni because the information is not available.

Event description:
Per complaint (B)(4), a patient's dental implant lacked primary stability during clinical procedure. The implant was removed. No adverse consequences were reported.